Manufacturer narrative:
(B)(4). Additional information - weight, other relevant history, model/lot #, concomitant medical products, & device manufacture date. A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Implant date, health professional?, occupation.

Manufacturer narrative:
(B)(4) the device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed by radiology. On (B)(6), the patient developed an asymptomatic pneumoperitoneum. No particular treatment was done, duodopa treatment continued.